Event description:
The sales rep was informed at the time of revision on (B)(6) 2015, that the patient had a previous revision of the primary series ii insert to an eccentric insert.

Manufacturer narrative:
The root cause of the patient's instability resulting in revision is the shell was malpositioned vertically during the initial implantation. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
The sales rep was informed at the time of revision on (B)(6) 2015, that the patient had a previous revision of the primary series ii insert to an eccentric insert.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown series ii insert. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to manufacturer.